Event description:
It was reported that six bd¿ nexiva dual port were missing septum, and it was also reported that when starting the IV on patient, blood flew everywhere. The following information was provided by the initial reporter: ¿ the little plug is either missing or it is not on the tubing itself, if we don't notice. It while starting the IV on a pt. Blood flows everywhere. ¿

Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. There were no related discrepancies noted during the built of this lot that would impact the outcome of product relevant to the reported defect. Two qns were initiated for this lot there were no related reject activity findings relevant to the reported defect associated with the lot number provided for this incident; there were 2 non-related qns (200786584 and 200786013) initiated for this lot. No units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established.

Event description:
It was reported that six bd¿ nexiva dual port were missing septum, and it was also reported that when starting the IV on patient, blood flew everywhere. The following information was provided by the initial reporter: ¿ the little plug is either missing or it is not on the tubing itself, if we don't notice. It while starting the IV on a pt. Blood flows everywhere. ¿

Manufacturer narrative:
Additional information: b.3. Date of event: 2019-03-25 d.4. Medical device lot #: 8337761 d.4. Medical device expiration date: 2021-11-30 d.10. Device available for eval? No h.4. Device manufacture date: 2018-12-03.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that six bd¿ nexiva dual port were missing septum, and it was also reported that when starting the IV on patient, blood flew everywhere. The following information was provided by the initial reporter: "the little plug is either missing or it is not on the tubing itself, if we don't notice. It while starting the IV on a pt. Blood flows everywhere."